Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 600 mg/dl at the time of incident and the current blood glucose of the patient is unknown. Customer reports they had power loss alarm and they was successfully clear the alarm. Customer treated with insulin pump and manual injection. Troubleshooting was not performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Insulin pump received power error due to connector resistance issue. Unit passed rewind, prime , basic occlusion, force sensor test and occlusion test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.